Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor to execute a baseline ECG recording as it would not recognize any ECG or therapy electrode connection. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms is the open resistor. The root cause of the open resistor cannot be positively identified. The damage is consistent with external defibrillations. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing constant gong alarms.